Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 65 mg/dl at the time of the report. The customer delivered a bolus prior to the event. The customer stated that he always boluses even if he is experiencing low blood glucose. The customer was advised to discuss the event with his doctor. Nothing further was reported.